Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured because it got caught in calcium during the procedure. Therefore, the product was not available and manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The mynx control vessel closure unit was stored, prepared, and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no visible damage to the sheath or its distal end after removal. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. Vessel tortuosity was described as moderate. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The procedure used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. A non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed button 1 and button 2 were both not depressed. The stopcock was found closed with a cordis mynx syringe attached to the unit. The sealant was present in manufacturing position fully covered per the sealant sleeves. In regards to the sealant sleeves conditions no abnormal conditions were observed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The inflation/deflation analysis could not be performed due to a leakage observed during the inflation attempt. A high magnification evaluation was executed to evaluate the balloon¿s surface. During this analysis, a puncture was observed. The reported event of ¿balloon balloon loss of pressure¿ was observed through analysis of the returned device since a puncture was noted on the balloon surface that led to a balloon leak. The cause of the reported issue could not be determined, however, calcification was reported, which could have caused damage to the balloon surface that led to its rupture. Other unspecified procedural, handling, and/or anatomical factors may have also contributed to the reported issue. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured because it got caught in calcium during the procedure. Therefore, the product was not available and manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The procedure used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured because it got caught in calcium during the procedure. Therefore, the product was not available and manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The mynx control vessel closure unit was stored, prepared, and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no visible damage to the sheath or its distal end after removal. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. Vessel tortuosity was described as moderate. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The procedure used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. The device will be returned for analysis.